Event description:
It was reported that after a bhr revision surgery in which an oxonium head was implanted. The patient was treated for infection and underwent an irrigation and debridement procedure then, on (B)(6) 2019 patient endure an aspiration procedure. These complaints led to another revision surgery in (B)(6) 2020. That procedure revealed the destruction of tissue and a large seroma, consistent with cobalt induced cystic structure.

Manufacturer narrative:
It has been determined that this report is a duplicate of prior submission 1020279-2020-01127 and should therefore be disregarded.